Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the left side mounting bracket for lower back cane is broken in half.